Event description:
Dentist reported that his patient has been whitening for about a month, and she called to say that her lips had become swollen overnight, and she had developed small sores on the inside of her mouth. Informed dentist to instruct patient to discontinue kor desensitizer use indefinitely. Doctor instructed the patient to discontinue use of the kor desensitizer, and three days later, all swelling subsided, and the patient resumed whitening with no issues.

Manufacturer narrative:
Likely allergic reaction to hema in kor desensitizer.